Event description:
It was reported that the patient presented for follow up with confirmed, via chest x-ray, externalized conductors on the right ventricular lead. No interventions were reported. The patient was in stable condition.